Event description:
The account alleged the bed head up and knee up would self run. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.